Event description:
It was reported that balloon ruptures occurred. The patient presented with chest pain. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00 x 15 mm nc emerge balloon was advanced to treat the target lesion but upon inflation, the balloon burst. A 2.50 x 15mm nc emerge balloon was advanced next, but on the first inflation this balloon burst as well. A non-boston scientific (non-bsc) high pressure balloon, a non-bsc nc balloon, and a non-bsc lithotripsy balloon were tried, but all three also ruptured. Ultimately the lesion was successfully treated with a drug coated balloon. There were no patient complications.